Event description:
Pt to the operating room for retrieval of intracardiac catheter and placement of new catheter, the intracardiac device catheter and placement of new catheter. Thee intracardiac device removal kit was utilized. Multiple attempts to snare the catheter were unsuccessful. Therefore, the sheath was cut short and using a grasper from the mediastinoscopy tray, the catheter was grasped and removed. The catheter did not appeal to have fractured. The left intraclavicular pocket was then opened and the catheter port was removed. The port and the connecting device were intact. It appeared that the connecting device simply did not fit snugly enough and had alloed the catheter to pull away at the joint. The pt was taken to the recovery room in good condition.